Manufacturer narrative:
This was preceded with precise stent deployment which was deployed without difficulty and then post dilated with a 5mm balloon again slowly inflated to 6 atmospheres pressure and then gradually deflated. Following full expansion of the stent, follow up angiography showed an excellent result with less than 10% residual stenosis. Cerebral angiography was performed and showed an intact anterior middle cerebral distribution. There was no evidence of intracranial hemorrhage. The pt ws further evaluated at this point and her left sided weakness and slurred speech appeared to be improving progressively. Pat reported some visual abnormalities of double vision or impaired vision however her vision appeared to be normal and there was no evidence of diplopia. Pt had a persistent headache but the remainder of her neurologic deficits appeared to have resolved by the completion of the procedure. The procedure was terminated at this point. The pt was returned to her room in stable condition. On the same day post procedure pt underwent a neurological evaluation where it was indicated that there was continued improvement of left hemiparesis with sensor deficit, dysarthria with slight word finding deficits, partial central visual cut with partial right horner. Additional information has been requested for whether event was residual/permanent impairment or transient ischemic attach (tia). This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
The initial report from the study database indicated that during the index procedure the pt experienced dysarthria prior to stent deployment and was diagnosed with a transient ischemic attach (tia). However, further info from the neurologic evaluation has indicated continue improvement of such symptoms. The pt was brought to the cath lab and initial angiography was performed confirming a high-grade stenosis. A 6-french angioguard filter system was selected, advanced to the lesion and crossing without difficulty. The filter was deployed in the prepetrous portion of the right internal carotid artery. Next, the lesion was dilated with a powersail balloon. This was inflated slowly to a pressure of 6 atms, which allowed full expansion of the balloon. The balloon was then gradually deflated. The pt reported a rather sudden onset of dizziness, lightheadedness, a sense of impending loss of consciousness with the balloon inflation. After the balloon was deflated the pt was observed to have left face and left arm weakness and slurring of speech. Follow up angiography was unremarkable.